Manufacturer narrative:
(B)(4).

Event description:
The customer alleged questionable results for ion selective electrode (ise) sodium and chloride on the cobas 8000 ise module. The customer stated the samples had anion gaps that were out of range and they then performed repeat testing. Of the three patient samples involved, one sample had an erroneous sodium result. The initial sodium was 149 mmol/l. The repeat result was 142 mmol/l. The initial result was reported outside the laboratory, but a corrected report was made before the initial result was reviewed by the doctor. The patient was not adversely affected. The patient was not treated based upon the incorrect result. The electrode lot number and expiration date were requested but not provided. The field service representative (fsr) found the ise drain nozzle was dripping back into the mixing vessel. He flushed the ise flow path with bleach, changed the electrodes and reagents, performed ise primes and ise checks, and performed several ise calibrations with no errors. He verified mechanical checks. The customer ran calibrations and quality controls with results in the customer's ranges. Possible causes for the results observed by the customer include air in the sample channel, current leakage from the waste, and an old/expired reference electrode. The service performed by the fsr is a reasonable solution to the problem.